Event description:
The customer reported a system message displayed on boot up. The customer was unable to clear the system message. The system was exchanged and all cases were completed. The event occurred before surgery and the pt was not in the room. There was a five minute delay. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The cassette ID pcb and footswitch were replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).